Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode following an magnetic resonance imaging (MRI). Interrogation of the device noted the device was still programmed to MRI protection mode with brady mode off. The device was then reprogrammed back to normal settings. No adverse patient effects were reported. This device remains in service.